Event description:
A hospital reported via our distributor that the heater wire alarm of the humidifier sounded when a pt was connected to an rt225 infant breathing circuit. It was also reported the heater wire seemed to not be in the right place. No pt consequence was reported.

Manufacturer narrative:
The device is an route to the manufacturer for investigation. We will provide a follow up report.